Event description:
The customer reported that during use of this microfracture awl, 90 degrees during a hip arthroscopy procedure on (B)(6) 2013, the tip of the awl broke off. It was reported that the surgeon was using this "light" microfracture awl on bone. An intraoperative x-ray was performed, the metal tip of the awl was located, and the surgeon was able to remove the broken tip via suction. The procedure was successfully completed with no further complications, no surgical delay or patient injury. A subsequent x-ray was also taken and confirmed that no metal fragments were left in the patient.

Manufacturer narrative:
Conmed linvatec received the microfracture awl for evaluation on (B)(4) 2013 and confirmed the reported problem of tip breakage. A visual examination of the returned instrument found the tip of the awl was broken/detached, and the broken portion was not returned. Further evaluation discovered the awl has a clear bend and fatigue point immediately below the site of breakage. Hardness testing indicated the product was within specification for rockwell hardness. It was reported that this microfracture awl was being used on bone. In this instance, the most likely cause of this reported breakage is user related, associated with heavy and/or off-label use. The microfracture awl, 90 degrees is a reusable device intended to trephenate cartilage and tissue such as meniscus, and is not intended for bone (i.e. Using this "light" awl to make holes in bone, which is the intended use of a "heavy" awl). This device was manufactured on june 13, 2013 in a lot of 4 units. A review of the lot history records shows no anomalies were noted during the manufacturing of this lot and no other reports of breakage for this lot of product. To reduce the risk of tip breakage and injury to the patient, the product's instructions for use (IFU) provides the following precautions: -inspect instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Exercise care in the use of the device to minimize side and/or bending loads. -do not use excessive force on instruments to avoid damage or breakage during use. -avoid unintended contact with other surgical instruments during use to prevent damage or breakage. An education letter will be sent to the customer to highlight some important differences in the usage of the "light" and "heavy" microfracture awls.